Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced syncope. It was also reported that the right ventricular (rv) lead had dislodged and consequently was not capturing. The patient required external pacing. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.